Manufacturer narrative:
The part number, lot number, and quantity of screws used to fixate the plate is unknown at this time. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. No x-rays, scans, pictures, or physician's reports were provided. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The surgeon reported he saw a patient back in clinic whom he used several ribffix plates for multiple rib fractures, in mid (B)(6). Between the last clinic visit 4 weeks ago, and today, he has fractured one of his plates on the right 7th rib. It is reported the patient rolled onto his left side and heard/felt a pop. It is reported the plate broke at the screw hole; this was identified via x-ray. The surgeon plans to bring the patient back in three weeks for a check up. Additional information was requested but has not been received at this time.